Event description:
Information received notes that the device was a-v pacing at 135 ppm with an a-v delay of 120 ms. The base rate was programmed to 70 ppm and the maximum tracking rate was 120 ppm with an a-v delay of 175 ms. The device returned to the base rate with magnet application, but upon removal of the magnet, the device reverted to the increased pacing rate. The patient was pacemaker dependent and the physician elected to replace the device.